Event description:
Follow-up information revealed the patient's ipg was relocated due to discomfort at the original ipg site. The patient has effective therapy and is doing well post-operatively. The issue has resolved.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2018 wherein the patient's ipg was relocated. The reason for the procedure is unknown at this time.